Event description:
Description from work order,"when they are using it the laser fiber on the outside of the patient is lighting up, tried 3 different laser fibers and they all did that". Notes from work order,"the vendor cam out and verified machine operation and believes the problem is the fiber that was used".